Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms occurred with multiple cartridges during the load sequence. The customer's blood glucose (bg) level was 123 mg/dl. Reportedly, the customer was able to load a cartridge successfully and resumed insulin delivery.